Event description:
Additional information reported the internal part is behind the iris and may have incited the inflammation. There was minimal inflammation in the eye and the steroid taper has begun.

Manufacturer narrative:
Patient code(s): 1940 (iritis), 1994 (ocular pain), 1932 (inflammation), 1845 (other-medical). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of vision abnormalities, inflammation/irritation, corneal edema, ocular pain, iritis, other-medical and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the events and patient details has been requested. No additional information is available at this time.

Event description:
Additional information reported mentioned a patient with a [xen®45 gts] that had iritis or possibly tass. Xen®45 gts was shortened and conj sutured to treat the initial exposure event. Xen®45 gts re-exposed so a trabeculectomy performed and xen®45 gts was removed. During removal of xen®45 gts, it broke into pieces. Healthcare professional could only retrieve the subconj component of it and the internal component of the xen®45 gts could not be located by gonioscopy. One day post trabeculectomy, patient experienced significant inflammation, corneal edema, pain (original thought to be tass but unsure at this time), pigment liberation from the posterior aspect of the iris and significant transillumination defects of the iris and scattered pigment flecks throughout the surface of the iris.

Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen tip extrude and was revised in the unknown eye against the xen45 gts. The device remains implanted.